Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-may-2023. H6: investigation summary: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Additionally a sample was returned to our facility to aid our investigation into this event. The returned prn adapter displayed a partial detachment of the sleeve from the sleeve stopper and also displayed evidence of multiple puncture marks. Dur to the multiple puncture marks our engineers were not able to confirm that the root cause for this event was independent of damage sustain during use.

Event description:
It was reported that the bd intima-ii IV catheter prn was damaged. The following information was provided by the initial reporter: when the package was opened, the prn was found to be damaged. Replace with a new prn for use.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd intima-ii IV catheter prn was damaged. The following information was provided by the initial reporter: when the package was opened, the prn was found to be damaged. Replace with a new prn for use.